Manufacturer narrative:
Citation: witberg g et al. Transcatheter treatment of residual significant mitral regurgitation following tavr. Jacc: cardiovascular interventions. 2020; 13(23):2782-2791. Doi: 10.1016/j.jcin.2020.07.014 earliest date of publish used for event date in b3. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for d2 product code and g3 PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective analysis into the periprocedural and mid-term outcomes of patients undergoing transcatheter mitral valve interventions following transcatheter aortic valve replacement (tavr). All data were collected from an international registry of 23 centers, between 2008 and june 2019. The study population included 106 patients (predominantly male, mean age 79.5 years, mean weight 74.8 kg), 31 of whom were implanted with a medtronic corevalve transcatheter valve, 20 of whom were implanted with a medtronic evolut r transcatheter valve, and 4 of whom were implanted with a medtronic evolut pro transcatheter valve (unique device identifier numbers not provided). Among all patients, 4 in-hospital deaths occurred, 1 of which was reported to be due to a bleeding complication. During the follow-up period, 33 deaths (12 cardiac and 21 non-cardiac) were reported; 1 of which was reported to be due to sepsis. No association was made between the heart valve products and the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic corevalve, evolut r, and evolut pro patients, adverse events included: transcatheter valve-in-valve replacement due to unknown reasons, major bleeding, congestive heart failure. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.